Manufacturer narrative:
Additional information provided in .9, h.3, h.6 and h.10. Two used company cartridges were returned loose with an opened company pouch. These samples were indicated for 2 files. There is no way to differentiate the two samples. The evaluation will be placed in both files. The returned used company cartridges were microscopically evaluated. Both returned, used company cartridges exhibited inadequate viscoelastic. Both cartridges had evidence of placement into a handpiece. Both returned, used company cartridges were cracked in along the bottom center of the nozzle and the tip. Top coat dye stain testing was conducted with both cartridges with acceptable results. Qualified associated lenses were indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause of the observed company cartridge damage may be related to a failure to follow the dfu. Both returned, used company cartridges exhibited inadequate viscoelastic. The dfu also instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. Top coat dye stain testing was conducted with both cartridges with acceptable results. The observed damage on the bottom of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a crack was noticed in the "final downer part" of the cartridge while inserting the intraocular lens (iol) during an iol implantation procedure. The procedure was completed. There was no patient harm. This report represents patient 2 of 2 from this facility.